Manufacturer narrative:
A boston scientific technical services consultant discussed how in the case of marginal insertion with a df-4 lead, r-waves still could be present but impedance could be out of range. Also discussed how at implant, the setscrew might have just been down on the tip of the lead and the tug test pulled it back a bit more but it still had adequate contact for measurements. The pin was eventually tugged out even more when the patient regained movement and range of motion, resulting in the out of range measurements. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system had been exhibiting right ventricular (rv) pacing impedance measurements greater than 2000 ohms, no capture and decreased sensing measurements. The patient was brought back for a revision procedure, the physician loosened the setscrew, pushed the lead pin back in and re-tightened the setscrew which improved the sensing measurements along with all other measurements. No adverse patient effects were reported.